Event description:
Technician alleged that the head and knee up function is not working on the bed.

Manufacturer narrative:
Technician removed valves associated with that function and looked for obstructions or debris and founded nothing. Technician re-installed valves and functions began working properly. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.